Manufacturer narrative:
Investigation: visual inspection revealed that the blade had no non conformities. There was some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device failed the functional test, the blade did not cut through saline-soaked gauze during most attempts. When the blade toggle was pushed back very hard it would cut through. Based upon this, the reported failure "dull" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 bisector blade was dull. The same unit was used to complete the procedure but the harvester mentioned that some branches tore. There were no additional patient effects. The product was returned.